Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump had emitted multiple call service alarms. Upon review of the alarm history with the patient, 29 records of 000-00000 with default date (B)(6) 2008 12:00 am were shown. During troubleshooting, the pump emitted a message of "initializing please wait." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: a review of the pump black box data showed no evidence of cs006/cs020 eeprom write failure alarms; the alarm history showed cs020 user settings were lost alarm on (B)(6) 2017 and was partially corrupted. The returned battery cap was undamaged and able to fit to carry out testing. During investigation, the pump ez-prime steps were performed correctly and the pump was exercised for 24 hours with no call service alarms occurring. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. The complaint of a call service alarm issue was not duplicated during investigation.